Event description:
The implantable neurostimulator did not help with the pt pain. The lead wire had broken. It was removed. The hcp attributed the lack of effect to the implantable neurostimulator. The pt outcome was reported as 'no injury.'

Manufacturer narrative:
(B) (4).